Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was inguinal hernia. The procedure performed was laparoscopic lysis of adhesions and repair inguinal hernia with mesh. The patient experienced removal or revision surgery resulting from complications from mesh.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia with laparoscopic lysis of adhesions. It was reported that after implant, the patient experienced pain, inflammation, scarring, recurrence, obstruction, mesh encapsulation, lack of adequate growth, adhesions, infection, purulent discharge, mesh erosion, abscess, fluid collection, cellulitis and enterocutaneous fistula. Post-operative patient treatment included hospitalization, mesh removal, hernia repair with new mesh, medication, CT-guided drainage of abscess, CT scan, exploratory laparotomy, fistula repair, incision and drainage of abscess, fistula repair, small bowel resection, debridement of infected mesh, incision, drainage, lysis of adhesions, purulence drained and debridement of abdominal wall abscess.

Manufacturer narrative:
Additional info: a4, b2, b5, b7, e1 (facility name, street, city, region, postal code), g1, g3, h6 (updated patient codes and device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: g3, h6 (added rfr and imf codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: h6 (patient codes; e2402: abnormal white blood cell, feculent fluid, sinus tract, leukocytosis, decreased flatus, systemic inflammatory response syndrome, lactic acidosis). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia with laparoscopic lysis of adhesions. It was reported that after implant, the patient experienced abnormal white blood cell count, heavy growth klebsiella pneumonia and haemophilus parainfluenza, distended stomach, swelling, erythema, purulent feculent fluid, seroma, fever, oozing, non-healing wound, full thickness enteric injury, sinus tract, wound dehiscence, vomiting, leukocytosis, superficial wound separation, enterotomy, decreased flatus, nausea, tachycardia, systemic inflammatory response syndrome, lactic acidosis, pain, inflammation, scarring, recurrence, obstruction, mesh encapsulation, lack of adequate growth, adhesions, infection, purulent discharge, mesh erosion, abscess, fluid collection, cellulitis and enterocutaneous fistula. Post-operative patient treatment included hospitalization, IV antibiotics, IV fluids, anti-nausea medication, narcotics, dawson mueller pigtail drainage catheter placed, wound vac, revision surgery, right myofascial component separation, old mesh opened to access peritoneum, excised fascia, mesh removal, hernia repair with new mesh, medication, CT-guided drainage of abscess, CT scan, exploratory laparotomy, fistula repair, incision and drainage of abscess, fistula repair, small bowel resection, debridement of infected mesh, incision, drainage, lysis of adhesions, purulence drained and debridement of abdominal wall abscess.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4 correction: h6 (added patient code, updated ime e2402 to include "sinus tract"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia with laparoscopic lysis of adhesions. It was reported that after implant, the patient experienced adhesions, infection, purulent discharge, mesh erosion, abscess and fistula. Post-operative patient treatment included incision and drainage of abscess, fistula repair, small bowel resection, debridement of infected mesh and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia with laparoscopic lysis of adhesions. It was reported that after implant, the patient experienced adhesions, infection, purulent discharge, mesh erosion, abscess, fluid collection, cellulitis and enterocutaneous fistula. Post-operative patient treatment included incision and drainage of abscess, fistula repair, small bowel resection, debridement of infected mesh, incision, drainage, lysis of adhesions, purulence drained and debridement of abdominal wall abscess

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia with laparoscopic lysis of adhesions. It was reported that after implant, the patient experienced adhesions, infection, purulent discharge, mesh erosion, abscess, abscess, fluid collection, cellulitis, purulent discharge, enterocutaneous fistula and fistula. Post-operative patient treatment included incision and drainage of abscess, fistula repair, small bowel resection, debridement of infected mesh, incision, drainage, lysis of adhesions, purulence drained and debridement of abdominal wall abscess